Event description:
The customer reported erroneous free triiodothyronine (ft3) and thyroid-stimulating hormone (tsh) results, for one patient, involving the access 2 immunoassay system. The erroneous results were released out of the laboratory and questioned by the physician as the values did not correlate with the patient's clinical history. The physician requested the patient samples to be reanalyzed. Reanalysis for free t3 and tsh recovered higher results. The customer indicated quality control (qc) issues with one analyte prior to the analysis. There was no report of patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed system check had failed the unwashed portion of the assay; system check had passed on the event date. The fse noted the substrate delivery was good but the sample pipettor stopped short and did not make contact with the sample, then proceeded to reaction vessel (rv) dispense. The fse noted relative light unit (rlu) value, generated from the rv, was very low as the sample was not aspirated and dispensed. The fse replaced the z-axis and x-axis service loops, and the transducer. The fse performed alignments and ultrasonic adjustments. The fse completed a successful system check, wet/dry level sense test, and quality control (qc). The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.